Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. There was a brief period of cgm signal loss, with cgm glucose increasing and triggering insulin dosing just prior to going offline for approximately 40 minutes. Cgm glucose was < 40 mg/dl when signal was restored. The ilet was behaving as intended and can be seen reacting appropriately to available cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a pattern of behavior from the user leading to maladaptation of the ilet. The lack of cgm data before the hypoglycemic event contributed to the severity of the event, as the ilet was unable to suspend basal insulin without access to low or falling cgm glucose readings.

Event description:
On 7/6/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/6/24. On 7/21/24 a beta bionics customer care agent followed up with the user about the event. The user was driving with their cousin when their bg began to drop rapidly, reaching a low of 20 mg/dl. The user's cousin noticed the user's deteriorating condition and helped administer a nasal aerosol, along with glucose tablets and sugar. The user experienced shaking and difficulty getting up. The user did not lose consciousness and did not receive professional medical intervention. The cds noted that a significant amount of meals were being announced as "less than usual", and the user was over-treating hypoglycemia, both of which can cause the ilet to adapt insulin doses to be larger inappropriately, increasing the risk of hypoglycemia.